Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist systems (lvas) and the reported events could not be determined through this evaluation. It was reported through the research article, "proximal ascending aorta size is associated with the incidence of de novo aortic insufficiency with left ventricular assist device (lvad)," that the heartmate 3 (hm3) may be related to de novo aortic insufficiency, mitral regurgitation, cerebrovascular accident, re-exploration for bleeding, right ventricular assist device (rvad) implant, and hemodialysis requirement. The purpose of this study was to assess the impact of the aortic root geometry on developing de novo aortic insufficiency (ai) in patients undergoing left ventricular assist device (lvad). The study involved 114 patients who underwent lvad implantation between (B)(6) 2016 and (B)(6) 2020 (B)(4). Post lvad complications results were: mitral regurgitation (B)(4), cerebrovascular accident in (B)(4), reexploration for bleeding in (B)(4), rvad implant in (B)(4), and hemodialysis requirement in (B)(4). The study concluded dilated proximal ascending aorta at the time of lvad surgery and not-opening aortic valve during follow-up were associated with the incidence of de novo significant ai. The heartmate 3 device serial numbers and other specific case/patient information are not available and were not requested. No product was evaluated under this complaint. The device history records could not be reviewed as the heartmate 3 device serial numbers, as well as other specific case/patient information, are not available and were not requested. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. This IFU lists stroke, bleeding, right heart failure and renal dysfunction as adverse events that may be associated with the use of heartmate 3 left ventricular assist system section 5 of the IFU, ¿surgical procedures¿, warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. If not addressed, the lvad will not be able to provide the intended flow. Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including inr range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. Section 6 (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including rvad placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump". No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through the research article, "proximal ascending aorta size is associated with the incidence of de novo aortic insufficiency with left ventricular assist device (lvad)," that heartmate 3 (hm3) may be related to de novo aortic insufficiency in patients with dilated ascending aorta at the time of lvad implant surgery, mitral regurgitation, cerebrovascular accident, re-exploration for bleeding, right ventricular assist device (rvad) implant, and hemodialysis requirement. A total of 68 patients who underwent lvad implantation from february 2016 to january 2020 were included in this study. Significant aortic insufficiency was defined as mild-to-moderate or greater using echocardiography. Based on the latest echocardiographic findings, the patients in this group had a greater degree of mitral regurgitation than in the group with non-aortic insufficiency. There were 7 patients (53.8%) seen with non-opening aortic valves in the aortic insufficiency group and 37 (36.6%) in the non-aortic insufficiency group. It was also noted, in the aortic insufficiency group, the grade of aortic insufficiency was mild-to-moderate in 5 patients, moderate in 4 patients, moderate-to-severe in 3 patients, and severe in 1 patient. The post lvad complications were mitral regurgitation in 1 patient, cerebrovascular accidents in 11 patients, re-exploration for bleeding in 8 patients, rvad implant required in 19 patients, and hemodialysis required in 11 patients.

Manufacturer narrative:
Specific patient information and device serial number are documented as unknown. Date of event is approximate as the data were collected between february 2016 to january 2020. Device was implanted at time of event. Article information: hidefumi nishida, et al. Heart and vessels doi: https://doi.org/10.1007/s00380-021-01946-4 department of surgery, section of cardiac surgery, the university of chicago medicine, 5841s maryland avenue, mc5040, chicago. No additional information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported through the research article, "proximal ascending aorta size is associated with the incidence of de novo aortic insufficiency with left ventricular assist device (lvad)," that heartmate 3 (hm3) may be related to de novo aortic insufficiency in patients with dilated ascending aorta at the time of lvad implant surgery, mitral regurgitation, cerebrovascular accident, re-exploration for bleeding, right ventricular assist device (rvad) implant, and hemodialysis requirement. A total of 68 patients who underwent lvad implantation from february 2016 to january 2020 were included in this study. Significant aortic insufficiency was defined as mild-to-moderate or greater using echocardiography. Based on the latest echocardiographic findings, the patients in this group had a greater degree of mitral regurgitation than in the group with non-aortic insufficiency. There were 7 patients (53.8%) seen with non-opening aortic valves in the aortic insufficiency group and 37 (36.6%) in the non-aortic insufficiency group. It was also noted, in the aortic insufficiency group, the grade of aortic insufficiency was mild-to-moderate in 5 patients, moderate in 4 patients, moderate-to-severe in 3 patients, and severe in 1 patient. The post lvad complications were mitral regurgitation in 1 patient, cerebrovascular accidents in 11 patients, re-exploration for bleeding in 8 patients, rvad implant required in 19 patients, and hemodialysis required in 11 patients.

Manufacturer narrative:
Specific patient information and device serial number are documented as unknown. Details are listed in the attached article. Date of event is approximate as the data were collected between february 2016 to january 2020. Device was implanted at time of event. Article information: hidefumi nishida, et al. Heart and vessels doi: https://doi.org/10.1007/ (B)(4) department of surgery, section of cardiac surgery, the university (B)(6). No additional information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.